Event description:
Atrial pacer lead explanted on 9/12/95. Fracture suspected on fluoroscopy done on 8/15/95, and confirmed on microscopic examination today. A single fracture is located approx 0.6 cm from the weld of the wire to the anode. Some fibrosis was found at the lead tip during removal, and this was overcome with gentle direct traction. The lead was removed without further complications, and the pt was discharged to home today.